Event description:
On (B)(6) 2012 customer reported that a fluid leak under the lh500 instrument and on the counter when performing a shutdown\startup, prior to running controls. No injuries were reported and no erroneous patient results were generated. Customer cancelled the service call and indicated that she had replaced several pieces of tubing on the right side of instrument and this resolved the leak. Customer was not specific as to which pinch valve tubing was replaced. No further leaks were reported.

Manufacturer narrative:
(B)(4).